Event description:
In 2009, a doctor alleged that restorations placed about three years ago with maxcem cement on ten different patients had fallen off over the last 2-3 year period.

Manufacturer narrative:
The patients' restorations were recemented with a different lot of maxcem cement without any incident. All patients are doing fine. No evaluation was performed: the doctor did not provide lot number information on the product allegedly involved therefore evaluation of retain samples could not be conducted. Additionally, he did not return any suspected product to kerr corporation for evaluation. This is the eighth MDR report of the ten incidents reported.